Manufacturer narrative:
Added concomitant products. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was 711 mg/dl at the time of the incident. The customer was treated with the insulin pump, manual injections and drip. The customer also stated that the air bubbles were present in the reservoir. The customer was assisted with the troubleshooting for air bubbles and customer stated that the air bubbles were not removed successfully. On the basis of the customer¿s report the customer was alleging the insulin pump for the under delivery of the insulin. The customer declined for the troubleshooting for the high blood glucose level. The insulin pump will not be returned for the analysis.